Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of a "pump failure" was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that the root cause of this condition was due to the manual tube release knobs being in the open position. The manual tube release knobs were closed in order to correct this condition. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump with a malfunction of "pump failure." This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the general pt ward. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The software version is currently unknown. No additional information is available.